Manufacturer narrative:
The technician used a mattress revitalization kit to repair the bed.

Event description:
Information received indicates the mattress ticking is torn, the fire barrier is worn and the mattress foam is soiled.